Event description:
After 1+ months of implantation, this pacemaker was explanted because of a possible pocket infection, however, lab results that were obtained showed that an infection was not present.